Event description:
It was reported that the patient underwent pipeline embolization procedure on (B)(6) 2012 without complications. Two months later, the patient expired due to a hemorrhage.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).